Event description:
It was reported that during a low anterior resection procedure after firing the device, the surgeon tried to open the device but couldn't. So, the surgeon had to cut the tissue with a scissor and managed the tissue with sutures. The patient condition was okay after the surgery. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60w cartridge loaded in the device. It was noted that the knife was not fully retracted, thus the device would not open. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is the current status of the patient? The patient has been discharged. Was there bleeding? If yes, how much blood loss? How was the bleeding controlled? There was bleeding but blood loss amount was not reported. The bleeding was controlled with manual suture. On what tissue type was the device used? At what location on the tissue? Mesentery. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? After the 3rd stroke. If echelon, during which stroke did the event occur? 4th. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? No.